Event description:
It was reported that the balloon did not inflate at the inflation test. There were no pt complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. A crack / split was found at the distal edge of the thermal filament (middle form) area. The crack, about .040" long, entered inflation lumen. No other abnormalities were observed from catheter body. Other thorough lumen were patent without any leakage.